Event description:
The pump was returned for investigation. Investigation revealed that the audio bolus button was unresponsive and there was evidence of contamination found under the audio bolus button contact. This report is made based on results of investigation completed on (B)(4) 2012.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: investigation revealed that the audio bolus button was unresponsive and there was evidence of contamination found under the audio bolus button contact. Unrelated to the bolus button issue, evaluation revealed a cracked battery compartment and dim display screen, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).